Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient (weighing (B)(6)) underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a steam pop occurred during left pulmonary vein (lpv) ablation and pericardial effusion was confirmed by echocardiogram. Endocardial drainage was performed and 182 cc of pericardial fluid was drained. After that, the state of the patient improved. The physician commented that there is a possibility that due to the force being applied during the ablation, pop occurred, and that the pericardial fluid may have accumulated due to them. There was no defect in the product. The physician¿s opinion on the cause of this adverse event is that it was the procedure and not related with the bwi product. The patient outcome from the adverse event was reported as improved. The patient did not require extended hospitalization because of the adverse event. Dashboard and vector force visualization features were used. Tag index color option was used prospectively. Additional information was received indicating a smartablate generator was used during the case. A transseptal puncture was performed with a jll rf needle. An irrigated catheter was used in the event with the flow setting set to pre2s and post5s. Thermocool® smart touch® sf catheter (stsf) catheter settings were selected. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, the parameters for stability used were: range;5. Time;3 force over time (fot) of 25% and 3g. Tag size;2. No additional filter was used with the visitag. The patient medical history includes chronic heart failure, chronic obstructive pulmonary disease, hypertension, hyperlipidemia and hyperuricemia.

Manufacturer narrative:
It was reported that a 72-year-old male patient (weighing 61.7 kgs) underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a steam pop occurred during left pulmonary vein (lpv) ablation and pericardial effusion was confirmed by echocardiogram. Endocardial drainage was performed and 182 cc of pericardial fluid was drained. After that, the state of the patient improved. The physician commented that there is a possibility that due to the force being applied during the ablation, pop occurred, and that the pericardial fluid may have accumulated due to them. There was no defect in the product. The physician¿s opinion on the cause of this adverse event is that it was the procedure and not related with the bwi product. The patient outcome from the adverse event was reported as improved. The patient did not require extended hospitalization because of the adverse event. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30673129l number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 28-apr-2022 it was noticed the concomitant products (unk_smartablate generator, jll rf needle and unknown pump) were inadvertently omitted from section d10. Concomitant med products in the 3500a initial medwatch report. As such, they have now been added.